Event description:
It was reported that the pump had down stream occlusion. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. Lens was scratched. There was evidence of the reported problem in the event history log: upstream occlusion, downstream occlusion. Occlusion tests were performed and the reported problem was duplicated. Dso (downstream occlusion) sensor was out of calibration. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): recalibrated dso sensors.